Event description:
Healthcare professional reported deflation and implant exchange from textured to smooth. This record is for left side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.